Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during testing of the rf assure console, the device would not detect a sponge. No patient was involved in this event. The customer stated that there is no further information is available.

Manufacturer narrative:
Date of initial report: 2017-06-02, date of follow-up report: 2017-07-19. The device was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The device was found to function normally and within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during testing of the rf assure console, the device would not detect a sponge. No patient was involved in this event. The customer stated that there is no further information is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.